Manufacturer narrative:
The device was not returned therefore physical investigation could not be performed. During follow-up, the physician confirmed the post-procedure nerve block was planned in advance of the ablation and that it was not done as an intervention as a result of the ablation and the patient was doing fine with no leg/foot deficit. Additionally, the physician commented that the issue with motor neuron loss must have been associated with motor neuron monitoring equipment malfunction. The needle manufacturing records could not be reviewed as the customer did not provide the lot number of the needles used in the procedure. There was no device malfunction reported.

Event description:
It was reported that, during a cryoablation procedure with icesphere needle and visual ice system and 1:48 minutes into the first freeze, they lost motor neuron firing in a branch of the nerve running through the tibial plateau. It didn't recover with active thaw so they continued with the procedure to ablate the osteoid osteoma. The physician speculated that either there had been nerve damage or the motor neuron monitoring equipment had malfunctioned corresponding with the loss of motor neuron. Procedure was completed and patient went for post-op nerve block for pain management. Followed-up with the physician who confirmed the post-procedure nerve block was planned in advance of the ablation and that it was not done as an intervention as a result of the ablation. The physician also confirmed that the patient was doing fine with no leg/foot deficit, noting the issue with motor neuron loss must have been associated with motor neuron monitoring equipment malfunction.